Event description:
The cervix was noted to be too deep in the patient's vagina to accommodate the novasure device with the retractors and due to the vaginal angle, a hand was placed for guidance of the novasure device. The cervix was palpated, dilated, and then the novasure device was guided through the cervical os. Next, the cavity assessment was to be completed by the novasure device. The cavity assessment did not pass. The manufacturer's help line was contacted for support. The surgeon then placed a scope into the abdominal cavity to visualize the uterus, and no perforation through the uterus was visualized. The surgeon also assessed the cervix and found no air or leaking noted. Multiple attempts to perform the cavity assessment were made and all failed. A second novasure device was placed and the second device was also unable to pass the cavity assessment. The surgeon attempted to readjust the device for better placement and noted a small perforation along the right uterine sidewall. All instruments were removed, a laparoscopic exam was performed and it did not reveal any bleeding. The pneumoperitoneom was released and still no bleeding was noted from the perforation. The endometrial ablation procedure was aborted.